Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Follow-up information received on 30-oct-2015 and updated product technical complaint investigation result received on 17-nov-2015. Case was upgraded to incident. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (FDA-2014-n-0736-2127). In 2013, consumer had essure inserted. Three month confirmation test showed that her fallopian tubes were blocked. Her doctor, as well as the radiologist reading the hysterosalpingogram (hsg) assured her that she could rely on essure. She mentioned that there was a problem with this though, because location of her coils was never mentioned. Occlusion and location (grade) should both be assessed. She requested copies of hsg testing and discovered that her left coil at that time was at grade 3. It was also possible that her right coil did not expand. It was clearly shorter in length than her left. In (B)(6) 2015, a CT scan was performed and suggested that coils had possibly migrated. As well as on the verge of perforation. She was scheduled for a hysterectomy in (B)(6) 2015, mainly due to untreatable chronic pelvic pain. Updated product technical complaint (ptc): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who has a hysterectomy scheduled due to pelvic pain (random sharp, stabbing pains in her pelvic area most dominant on the right side) after essure (fallopian tube occlusion insert) insertion. Additionally, she stated a CT scan suggested that coils had possibly migrated. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result in pain. In this particular case, device migration was suspect approximately 3 years after essure insertion. Although the exact mechanism of the events is unknown; given their nature, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required for device removal. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.